Event description:
It was reported that when using the bd pyxis¿ medbank tower message on the screen stated that the drawers were offline, and the user was unable to issue diltiazem 30mg tab. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were offline. A technical support specialist (tss) identified that the network adapter for the cabinet was not detected and corrected the issue. Restarted the cubex application. Verified in the populate buttons screen that there were no failed drawers. Customer confirmed she was able to successfully issue the item afterward. The system functioned as intended after the technical support specialist troubleshot the device.